Event description:
Caller states during a correlation study the following coaguchek system/lab results were obtained: patient 1: 1.6 inr/3.2 inr. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement was sent.